Manufacturer narrative:
During the use of a power flex balloon catheter (6 mm 8 cm 135), it was reported that the balloon burst at the time of surgery. There was no report of patient injury. The procedure was completed by using a same like procedure.  Multiple attempts to gather additional information have been made and have been unsuccessful. The device was not returned for analysis. A device history record (DHR) review of lot 17167119 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.  The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided. According to the instructions for use, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The following have been updated on this report: device manufacture date, if follow-up, what type? And device evaluated by MFR?. Complaint conclusion: during the use of a powerflex balloon catheter (6 mm x 8 cm 135 cm), it was reported that the balloon burst at the time of surgery. There was no report of patient injury. The procedure was completed by using a same like procedure. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was returned for analysis. A non-sterile powerflex pro 6 mm x 8 cm 135 cm balloon catheter was returned. Per visual analysis the balloon was deflated and appears to have been inflated. No anomalies other were noted. Per functional analysis a leak was noted on the proximal section of the balloon. Per sem analysis the external surface of the balloon revealed evidence of scratch marks adjacent to the balloon pinhole condition and it¿s very likely that the same factors that caused the scratch marks on the balloon outer surface also contributed to the pinhole on the balloon. The internal surface and distal marker band did not reveal any evidence of damage. No other anomalies were noted during the analysis. A device history record (DHR) review of lot 17167119 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed due to the technical definition of a burst; however a leakage was confirmed through analysis of the returned device which may appear to the user as a burst. The exact cause of the event could not be determined during analysis. Based on the limited information available for review, vessel characteristics and procedural factors are unknown but may have contributed to the event as evidenced by the scratch marks noted on the outer surface during analysis. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot 17167119 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing, however it has not been received as of today.  Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a power flex balloon catheter (6mm8cm 135), it was reported that the balloon burst at the time of surgery. There was no report of patient injury. The procedure was completed by using a same like procedure. Request for additional information has been made.

Manufacturer narrative:
The following were updated on this supplemental MDR report:" if follow-up, what type?, device evaluated by MFR?. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.  Additional information will be submitted within 30 days of receipt.